Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no delivery alarm during excessive no delivery test due to faulty force sensor. Unable to perform basic occlusion test, occlusion and excessive no delivery test due to excessive no delivery alarm. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 600 mg/dl, which the customer treated with a syringe. The customer's sister stated that the customer had tried all remedies and was unable to resolve the issue. He complained of feeling hot. Upon troubleshooting, it was found that the insulin did exit from the tubing during a manual prime, no leak was observed, and the insulin pump passed the high pressure test. The infusion set cannula was found to be bent. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.